Event description:
The patient reported that when she was at the top of her stairs, her implantable neurostimulator stopped working and she fell 12 steps. No additional patient symptoms were reported. She reported that her hcp told her to contact the manufacturer for programming changes; her therapy consultant was contacted. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.